Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of the right internal iliac artery aneurysm rupture using gore® excluder® aaa endoprostheses. Plc161000j was implanted in the left common iliac artery and a touch-up ballooning was performed using a gore® molding & occlusion balloon catheter (1000-e:-other). Then, an angiography revealed there was no blood flow of the left internal iliac artery. It seemed that the left internal iliac artery was occluded. Reportedly, plc161000j was implanted without coverage of the left internal iliac artery. However, kind of vascular remodeling might have occurred by the left common iliac artery while expanded by the implantation of plc161000j, and it might led the left internal iliac artery to be occluded. It is possible the internal iliac artery was occluded when the touch-up ballooning was performed. The procedure was concluded without additional treatment to the occlusion of the left internal iliac artery. The physician suggested following things. The left common iliac artery¿s condition was not well and a dissection which was extended to the left internal iliac artery was revealed and the origin of the left internal iliac artery was very narrow from before the procedure. The distance to the bifurcation of the iliac artery was short, so plc161000j was implanted just above the bifurcation. The angiography was performed with a vascular was straighten by a stiff wire, so if the angiography would be performed after the stiff wire was removed, the vascular return to its original state and it is possible that the internal iliac artery might have been patent (but not sure from now available information).